Manufacturer narrative:
(B)(4). Weight is unknown, operative report states he is significantly overweight. Concomitant medical products: 11-173665 ¿ m2a modular head ¿ 028140, x11-180315 ¿ bi-metric stem ¿ 450570. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09356, 0001825034-2018-09358.

Event description:
It was reported that during left hip procedure, patient experienced 900cc of blood loss and received 2 units of packed blood cells. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.